Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during the procedure. The reload was connected to the manual handle. The surgeon attempted to close the jaws to insert into the trocar, but the jaws would not close properly. The jaws partially closed. To complete the procedure, another reload was used. No patient injury or extension in surgical time. Patient status is no problem.